Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 300-400 mg/dl. The customer declined for high blood glucose. Customer also reported possible leaks on infusion set and sensor issue. Customer will not be returned device for analysis.